Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported draining about 45/2399ml before alarming with air detected in cassette. Patient said that there were no air bubbles in his pl and the connection was secure. After retrying, patient received the same alarm again and was draining slowly to about 75/2399ml. Patient was advised to cancel treatment. Patient removed the cassette and confirmed that there was evidence of a fluid leak. Patient was advised to cancel treatment and to contact the clinic. Additional information was solicited. The liberty select was replaced.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. Symptom code (operational question how to program settings) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. Per (out of box failure) there were no completed treatments prior to receiving the cycler. The reported symptom (not draining (no alarm)) was not confirmed with testing. The reported symptom (fill complication encountered) was not confirmed with testing. The reported symptom (m63 remove hb from ht warning) was not confirmed with testing. The reported symptom (fluid leaking) was not confirmed with testing. The reported symptom (air detected in cassette warning) was not confirmed with testing. The reported symptom (draining slowly) was not confirmed with testing. The reported symptom (m65 scale reading error warning) was not confirmed with testing. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. Upon opening the cassette door there were indications of dried fluid on the cassette membrane. No burrs or sharps in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed fluid could not be determined. Passed mushroom head check. Test positive for glucose. A DHR search found the following: accelerated stress test: scale warning error; send to rework. Rework: calibrated load cell; send to accelerated stress test: passed.